Event description:
The patient mentioned that he started using v-go 40 on (B)(6) 2019. The patient stated that he was wearing the v-go behind his biceps and doing breast strokes in a pool when the v-go came off.